Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 239 mg/dl. After troubleshooting customer was able to resolve no delivery with reservoir change. Customer was advised that reservoir would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.